Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer received a cartridge alarm 19 with multiple cartridges during the load sequence. Ultimately, the customer was able to successfully load a new cartridge onto the pump. Customer's blood glucose level was not impacted. Reportedly, the customer continued to use the pump for insulin therapy.